Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem could nto be confirmed or duplicated. If add¿l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was making a ¿high pitch noise¿. The device was being used during a procedure. No patient or user injuries were reported. There was no add¿l info provided.